Event description:
It was reported that within five minutes of initiating ECMO, the device leaked minimally from the venting port on the bottom of the device. The device was exchanged. No reported patient effect. (B)(4).